Manufacturer narrative:
Other, other text: evaluation results: one cadd legacy 1 plus was returned for investigation in good condition. The keypad and labels were intact. There was no evidence in the event history log that supported the customer reported complaint (failed volume) test. The investigator ran a series of accuracy tests. The volume accuracy results were as follows: (B)(4) (within specification), (B)(4) (outside internal specification), and (B)(4) (outside published customer specification). The customer reported product problem was therefore confirmed. The problem occurred because the expulsor was out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor was replaced and calibrated. This resolved the problem with the pump. The pump subsequently passed all the functional tests.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump failed volume test. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: evaluation results: one cadd legacy 1 plus was returned for investigation in good condition. The keypad and labels were intact. There was no evidence in the event history log that supported the customer reported complaint (failed volume) test.the investigator ran a series of accuracy tests. The volume accuracy results were as follows: -1.80% (within specification), -3.83 % (outside internal specification), and -6.60 % (outside published customer specification). The customer reported product problem was therefore confirmed. The problem occurred because the expulsor was out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor was replaced and calibrated. This resolved the problem with the pump. The pump subsequently passed all the functional tests.